Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to confirm complaint, device not returned. Most likely underlying root cause: strip issue.

Event description:
Customer complains of "lo" results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 80-190mg/dl fasting. Verified test strips expire 05/15/2018. Vial of test strips came opened in the package. Reviewed meter memory: (B)(6). Memory concerns:lo customer stated that when opening this new vial of strips the vial was already opened. Customer had difficulty reading time and date when retrieving meter memory.